Event description:
Anchor broke during insertion. The surgeon was able to remove the broken portion of the anchor from the patient and complete the surgery with a 3.5mm twinfix (part number unknown). It is unknown at this time if the threaded portion of the anchor was removed or remains embedded in the patient's bone. Numerous attempts were made to obtain additional information with no success.